Event description:
It was reported that a small volume folfusor failed to infuse during use. The device was filled with 45ml of fluorouracil in 51ml of normal saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 6, 2014 to august 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.